Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer reported that the mini link does not blink when connected to sensor. The customer removed the sensor and there was no electrode. The customer agreed to send replacement sensor.